Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed because the part number and/or lot number was not reported. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Reportedly, the proglide device was used in the axillary artery. It should be noted that the electronic perclose proglide instructions for use (eifu), states: the perclose proglide smc and repair system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access sites of patients who have undergone diagnostic or interventional catheterization procedures. The patient effects of nerve damage (injury), hematoma, thrombosis, vascular dissection, hemorrhage, pseudoaneurysm and occlusion are listed in the electronic proglide instructions for use (eifu), as potential adverse events associated with the use of the device. Based on the information reported through the research article, a conclusive cause for the unspecified device issue could not be determined. Additionally, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and surgical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. D4: primary UDI number updated.

Event description:
This was reported thru review of an article titled, 'percutaneous transaxillary access for endovascular aortic procedures in the multicenter international paxa registry.' The aim of the study was to evaluate the safety and efficacy of the proglide device to perform hemostasis after an axillary artery access during endovascular procedures in 313 patients. Unspecified proglide device failures were associated with the following adverse events: permanent nerve injury, temporary peripheral nerve injury, stroke, hematoma, deep vein thrombosis, dissection, bleeding, pseudoaneurysm and occlusion. Interventions and treatments for the reported adverse patient effects included surgery, percutaneous transluminal intervention, and medication. The article also cited another study in which high failure rates (unspecified) were observed with prostar xl devices, thus use of the device for closure in the axillary artery was abandoned. The article concluded that in selected patients and experienced centers, the technique is safe and effective. The rate of closure success is influenced by the sheath size and the need for additional endovascular bailout procedures is not negligible especially with introducers 16f or larger. Additional information can be found in the article titled, "percutaneous transaxillary access for endovascular aortic procedures in the multicenter international paxa registry."

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number. B3: date of event estimated as 12/01/2008. D4: the UDI number is not known as the part and lot number were not provided. H6: medical device problem code 1494 - incorrect anatomy. Literature attachment: article title: "percutaneous transaxillary access for endovascular aortic procedures in the multicenter international paxa registry".